Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the ureter performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician stepped on the foot pedal, a fire (burn out) and a smoke was coming out from the connecting piece of the laser fiber. The procedure was completed with another lighttrail reusable 270um laser fiber. The fiber connector was hot to touch. Reportedly, there was no burn injury to the operator or patient. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on september 7, 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 300 millijoules and 18 hertz. According to the complainant, during the procedure, when the physician stepped on the foot pedal, a fire (burn out) and a smoke was coming out from the connecting piece of the laser fiber. The procedure was completed with another lighttrail reusable 270um laser fiber. The fiber connector was hot to touch. Reportedly, there was no burn injury to the operator or patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The device measured 309.3 cm. The exposed glass tip measured less than 1 mm and displayed signs of degradation. Examination under magnification confirmed normal degradation of the tip. No light from the sma connector was observed, indicating a fiber fracture within the connector. No damage was observed along the length of the fiber. When connected to the laser console, the following message was displayed: "applicator has been used 1 times." No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light emitted from the sma connector, indicating there was a fracture within the fiber connector, which is likely to have led to the reported complaint of overheating. Additionally, the fiber's exposed glass tip was observed to have normal degradation. Fibers are meant to degrade with use. It is likely that procedural handling of the device during set-up, reprocessing or use contributed to the fiber damage within the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, the IFU states, this device was used per the instructions for use (IFU) / product lab.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction to field b5: describe event or problem.

Event description:
It was reported to boston scientific corporation on september 7, 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the ureter performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician stepped on the foot pedal, a fire (burn out) and a smoke was coming out from the connecting piece of the laser fiber. The procedure was completed with another lighttrail reusable 270um laser fiber. The fiber connector was hot to touch. Reportedly, there was no burn injury to the operator or patient. There were no patient complications reported as a result of this event. **correction** reportedly, the laser unit used was an auriga xl laser console with laser settings of 300 millijoules and 18 hertz..